Event description:
It was reported following a diagnostic catheterization, a 6f angio-seal sts plus device was used. The pt immediately complained of a burning sensation in the right groin post deployment and subsequent pain behind the knee. The distal pedal and dorsalis pulses were not palpable. The pt was transferred to another hosp for surgical consult and potential surgical intervention. No post operative report is available, nor is follow up pt status info. The pt has medical history of chest pain.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.